Manufacturer narrative:
Conocmitant medical products: 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. The lead was found to have high impedance and noise oversensing with sensing integrity counter (sic). The sic was reproducible upon crossing left arm over chest. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.